Manufacturer narrative:
The customer reported the tubing was occluded, and the pumping segment ballooned, and then sprayed medication on clinician. We are very sorry to hear about the altercation with the set and any issues with the personnel involved. Upon initial visual examination, the set confirmed the failure, and the pump segment was separated at the upper fitment, at the silicon connection. The probable root cause for the issue was traced to clinical. A member from our clinical team has reached out about the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded. The following information was received by the initial reporter with the following verbatim. Issue: IV beeping checking for occlusion traced line to the pump opened door and tubing was filling with antibiotic, it began to balloon and it busted covering clinician with medication. No pt harm however: clinician had to wash eyes out at eyewash station and went to be treated/diagnostic testing. Clinician did require medical intervention.